Event description:
During extracorporeal photopheresis (ecp) treatment using the cell ex instrument, the practitioner noticed increasing tiny air bubbles in the collect line. All connections were checked which were secure. Bubbles appeared at the level of the collect line where the anticoagulant line is connected in and along the tubing up to the instrument. When troubleshooting, we opted to go directly to the early buffy coat collection in attempt to avoid system pressure alarms from air in line. Early in buffy collection, we had a "system pressure" alarm. We conferred with therakos technical support person. We went directly to photoactivation to avoid losing the buffy coat already collected due to repurging. Due to the age and size of the patient, we followed protocol for blood priming of the instrument before beginning ecp, using a 350ml packed red blood cell (prbc) unit. There was not enough blood left in the prbc bag after priming to repurge and collect the buffy coat. After photoactivation, we proceeded per protocol to reinfuse the treated buffy coat. It was noted that the instrument reinfused the treatment bag contents but did not empty and reinfuse the photoceptor. It should have and the patient did not receive all of the treated buffy coat volume. We conferred with therakos support to attempt to manually shift the photoceptor volume into the treatment bag for manual return. We were unable to do this due to the shifting of fluids in the kit to the return bag where it mixed with fluid in that bag. We were unable to return the return bag contents due to a large volume which would fluid overload a 10.4kg patient. Patient received a partial treatment as a result but tolerated the procedure well. We were unable to identify where the air in line came from or why the photoplate did not empty. We were unable to identify any operator error.